Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies were found. The returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3: ref MFR report: 1627487-2011-09242. Ref MFR report: 1627487-2011-09243. The pt received the scs system on (B)(6) 2010. It was reported the pt noticed increased pain at the ipg site and the incision at the pocket site was starting to open up. The pt was treated with antibiotics. A week later, liquid was drained and the pt was diagnosed with an infection at both the ipg pocket site and the lead implant site. The physician explanted the ipg and the lead. A gram negative stain was done. The pt has been treated with antibiotics. F/u on the pt indicated, the pt is recovering well.